Manufacturer narrative:
A visual inspection was performed on the returned device. The reported failure to advance was unable to be tested as it was related to procedural circumstances. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The emboshield nav6 instructions for use (eifu), states: ¿torquing the barewire filter delivery wire against resistance may cause barewire filter delivery wire damage and/or barewire filter delivery wire tip separation¿. In this case, it could not be determined if pushing the filtration element aggressively caused or contributed to the reported difficulties. The investigation determined that the reported difficulties were due to circumstances of the procedure. The reported failure to advance was likely due to anatomical conditions. It is likely that during the attempt to advance into the calcified and heavily tortuous lesion against resistance, the barewire tip became compromised resulting in separation. As a result, unexpected medical intervention was required to remove the separated tip using a snare device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion with moderate calcification and heavy tortuosity in left carotid. The emboshield nav6 embolic protection system (eps) was advanced; however had resistance with the vessel and the physician was noted to push the filtration element aggressively instead of using the barewire as a rail causing the 3cm radiopaque tip to separate. The separated tip was removed using a snare device successfully. The case was then continued without the use of another eps. There were no adverse patient sequela nor clinical delay. No additional information was provided.